Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that black dust was observed on the patient's drive line and that the patient was also experiencing red heart and yellow wrench alarms. A vent filter sample submitted to the manufacturer for analysis revealed evidence of bearing wear. The patient was placed on pneumatic support using an ip console and stroke volume limiter (svl) and the hospital made a decision to replace the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing without any further issues. The explanted device was returned to the manufacturer for evaluation, was dynamically tested under various loaded conditions using a mock circulatory loop and was found to operate with higher than average pump power consumption consistent with the reported event; however, no alarms were observed. Examination of the disassembled pump revealed wear that occurred to the internal components of the lower main bearing and rotor-commutator which most likely caused rotor drag and high pump power consumption during the pump eject cycle. Our evaluation of the lower main bearing suggests that the internal wear of the bearing may have occurred as a result of lubricant loss. Although other contributing factors such as high after load, and high beat rates for extended periods can reduce the mechanical life expectancy of the device, a direct relationship between these potential factors and the lower main bearing wear observed is inconclusive. Bearing wear issues are currently being addressed through the manufacturer's design change system. No further information is available. The manufacturer is closing its file on this event.